Event description:
It was reported that the pump's alarm sound was not annunciating as expected. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.